Manufacturer narrative:
Event date is approximate (year valid). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for bowel dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor therapy. They reported that lately it has been bugging them badly at night. When they tried to sleep, every hour or two, they were getting up to tinkle. The other night, right before bed, they had the urge to go, but wet themselves before they reached the bathroom. Their symptoms at night were getting worse. The last time, they saw their healthcare provider and they had changed the program and gave it a boost which had worked well at first, but over time, they had a loss of therapeutic effect. Their lead had moved a lot from where it was over toward the back bone. Their symptoms had started a month to two months ago. They were in somewhat of a car accident on saturday night where they went in the ditch. Troubleshooting was unable to be performed, as they had an appointment with their healthcare provider tomorrow, and they were redirected to follow up with their healthcare provider to further address the issue.

Manufacturer narrative:
Concomitant medical products: product ID 3093-28 lot# v556132 serial# implanted: (B)(6) 2011 explanted: product type lead d10 and h10 correction: initial report should have had the lead system reported. H6: due to imdrf harmonization, some previously submitted device, patient, method, result, and conclusion codes related to this event may have been updated. H6: correction d14 (previously reported as 67 due to pre-imdrf harmonization) corrected to d12. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.